Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. A corrective and preventative action (CAPA) investigation is being conducted by representatives from our post market quality assurance, manufacturing, and design assurance groups to determine the root cause of unresponsive programmer touch screen events and to determine if any corrective actions are warranted. The investigation phase of the CAPA investigation is complete, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Our post market quality assurance, manufacturing, and design assurance groups are in the process of identifying and implementing solutions. A health risk assessment performed as part of this investigation confirmed that the product is performing within anticipated product performance expectations and continues to meet its intended use with respect to safety and performance. Boston scientific will continue to monitor and trend these complaints as outlined in our quality systems process to ensure that the rate of occurrence remains within anticipated risk expectations.

Event description:
It was reported during a routine device check that this programmer screen was unresponsive to any touch. The physician reported being able to see the threshold counting down but was not able to adjust or end test as the screen did not respond to any touch commands. No adverse patient effects were reported. New information was received indicating that this programmer will not be returned. The programmer is located at the facility.

Event description:
It was reported during a routine device check that this programmer screen was unresponsive to any touch. The physician reported being able to see the threshold counting down, but was not able to adjust or end test as the screen did not respond to any touch commands. The programmer is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.